Manufacturer narrative:
(B)(4). D10: lpe 0 deg poly liner r, # item 00-6305-056-36, # lot 63909752. Kinectiv modular neck g, # item 00-7848-023-00, # lot 64441336. Mod cup repl lk ringd, # item 00-6201-056-00, # lot 66284814. Xlpe 0 deg poly liner, # item 00-6305-056-36, # lot 66445442. Biolox delta head, # item 00-8775-036-02, # lot 3227689. Kinectiv modular neck, # item 00-7848-034-00, # lot u65941404. Therapy date: (B)(6) 2025. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a rt tha revision approximately 6 years post-implantation due to recurrent dislocations. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Follow up report (B)(4). Updated: b4,b5,d2,g1,g3,g6,h1,h2,h3,h6 corrected: d4 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were provided and reviewed by a health care professional. The review identified the following: the patient presented with hip pain for one year. He reported a dislocation while walking, with a history of two dislocations in the summer of 2024 from rotational movement and lifting. The hip was reduced in the ER, a brace was provided to prevent further dislocations. Examination showed an antalgic gait with an assistive device and limited evaluation due to pain and risk of dislocation. X-rays revealed good alignment without loosening. 2 months later the reported dislocation, revision surgery was performed for recurrent instability under spinal anesthesia with an estimated blood loss of 200cc. The previous incision was used, and a hematoma was evacuated. The stem and shell were well fixed and left intact, while the liner, neck, and head were revised without complications. Range of motion was good, and the hip could not be dislocated intraoperatively. Based on the available information, the reported event can be confirmed. It was reported that the patient underwent revision due to recurrent dislocation, pain, instability, and difficulties with ambulation. A definitive root cause could not be determined. During the revision, a hematoma was evacuated. As the timeframe for the occurrence of a hematoma varies depending on individual contributing factors, no specific expected timeframe can be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information.

Manufacturer narrative:
Follow up report: (B)(4). Updated: b4, b5, b6, b7, d2, d9, g1, g3, g6, h1, h2, h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a rt tha revision approximately 6 years post-implantation due to recurrent dislocations, pain, instability, and ambulation difficulties. During the revision a hematoma was evacuated. The head, neck, and liner were exchanged without complications. The stem and shell were well intact and remained implanted.